Event description:
During a system upgrade procedure, a perforation was reported for the existing right atrial (ra) lead. The lead was capped and left in place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: addrl1 implantable pulse generator, implanted: (B)(6) 2010. Product ID: 407658 pacing lead implanted: (B)(6) 2010. (B(4).